Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, multiple non-sustained rv oversensing episodes due to lead noise were observed. The signal was inconsistent in intervals and amplitude. The patient was asymptomatic. Lead was capped and replaced on (B)(6) 2017. The patient was in stable condition.